Manufacturer narrative:
(B)(4). D10: 00-6250-065-35 trilogy bone scr 6.5x35 j7597412. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the screws broke during insertion. The surgeon completed the surgery using short screws without forcing them. The broken tip of the screw was left inside the patient¿s body at the surgeon¿s discretion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified both screws show signs of use in the hex. Scratches to the heads, taper, and threads present. Screw 1 is fractured at the second thread from the top and screw 2 is fractured at the first thread from the top. Fractured distal pieces were not returned with the screws for evaluation. No other damage was noted. Due to fracture and pieces not returned product identifiers for overall length and flutes (2) places are not confirmed. Thread major diameters were unable to be measured due to missing threads or remaining thread deformation damage. Optical images of the two screw fracture surfaces exhibited rotating river line artifacts suggesting that the two screws possibly fractured due to torsional overload. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.